Event description:
Boston scientific received information that this patient's system exhibited high out-of-range shock impedance measurements (102, 134 ohms). The physician elected to program the shocking vector to exclude the proximal coil as that vector showed the highest shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. This report will be updated should further information be received.